Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle nine, the patient's ultrafiltration reading was 1481ml, indicating the home patient (hp) drained 1121ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; the tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.